Event description:
Livanova received medwatch 5159518 stating that m. Chimaera infection was discovered in 2024 after lvad placement procedure occurred in 2019. 2019 lvad insertion (destination) complicated by driveline exit site pain in 2019 and 2021, culture-negative, treated with empiric antibacterials without success and developed additional wounds/sinus tracts by (B)(6) 2024. Transplant ID did afb cultures at that time which grew maic unfortunately likely to ID as mycobacterium chimaera from 2024. Patient actual status not provided.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Model number, serial number and UDI are unknown. This information will be provided in a supplemental report if made available. F.9. Since the serial number is unknown, the device manufacture date could not be determined and the age of the device cannot be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. Livanova is diligently contacting the customer to obtain information. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.